Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 137 mg/dl vs 386 lab. Tests were done within 10 minutes with a difference of 65%. Pt did not experience any adverse events.